Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a home patient was diagnosed with contamination peritonitis on (B)(6) 2015. Pdrn stated the patient treated with vancomycin 375mg and ceftazidime 1875mg for three weeks. The patient recovered and continued with peritoneal dialysis. Medical records were requested and were not provided.